Event description:
This is report 2 of 3 involved in this event. This is a report of a patient who experienced a pseudomonas infection and peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was hospitalized for a week for the event. Treatment information was not reported. At the time of this report, it was unknown if the patient recovered from the peritonitis or pseudomonas infection. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Occurrence date of pseudomonas infection is unknown. A batch review was conducted for potentially associated lot numbers gd895789 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).